Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report permanent out of range signal on (B)(6)2014. Dexcom technical support had the patient perform a paperclip reset and it was unsuccessful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).